Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 11-jul-2014 who had essure (fallopian tube occlusion insert) inserted in 2008. Immediately upon insertion, consumer felt nauseous and lightheaded. She complained of abnormal pelvic pain on follow-up appointment, and was told she is not used to the pains of pms. Pain continued to worsen to include the lower back and leg, and muscle spasms of the pelvis, leg, and lower back. Fatigue also began with abnormal periods and extreme fluctuations of water retention. She went to another doctor with these symptoms and was told it was not gynecological. Upon spending years and money on unsuccessfully searching for source of pain, patient is now going to pay to have coils removed. Follow up 11.aug.2014: the required number of follow-up attempts have been made, with no response to date. Case closed. Internal review on 12-sep-2014: this case was found to be a duplicate of case (B)(6). Case (B)(6)will be deleted from bayer database. The following information from case (B)(6) was added: information received states that, after essure insertion, consumer also experienced pain in upper buttocks, pain in hip, inflammation and constipation. Follow up information received on 26-sep-2014 from consumer via health authority (mw5037442): case is now upgraded to other reportable incident (previously non incident) and in seriousness. In 2008, essure was implanted in 2008. During the implantation, one of the coils broke, the doctor was able to retrieve it, and insert another one. Immediately following the procedure, she became very lightheaded, almost passed out, and her blood pressure spiked. Shortly after, she started having left side pelvic pain which she reported to her gynecologist, and was told it was normal. Pain has since progressed into left side pelvic pain, back pain, hip pain, and pain going down left leg to the knee and sometimes foot. She experienced constant muscle spasms in these areas as well, causing a significant amount of pain, since having the implants, she has normally bloated around the midsection. This bloating can disappear for a few days, and return within a day so it is not weight gain. Her periods have been irregular, and she has experienced fatigue due to hypothyroidism diagnosed after essure coils were implanted. Several imaging tests were performed, none of which can pinpoint a source of the pain. She had three cortisone shots to try to diagnose and relieve pain, all unsuccessful. Removal of essure is planned for 2014. She stated that intervention was required and assessed injury as event report type, however no further information was provided about it. Follow-up received on 06-oct-2014 from physician: this case is now medically confirmed. Physician reported that patient was last seen in office on 26-apr-2010 for a routine gynecological examination. At that time she reported water retention since the essure procedure. She also had complained of one episode of breakthrough bleeding with extreme back pain in her most recent cycle, yet symptoms had resolved when physician saw patient. Health care professional has no further information as patient has not been seen since then. Ptc investigation result was received on 17-oct-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: when a term like "..during the implantation one of the coils broke..." Is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The adverse events considered related are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. Company causality comment: this case was upgraded upon receipt of follow-up information. This medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the implantation one of the coils broke. This event, interpreted as device breakage, was considered as serious due to medical importance (assessed injury as event report type by the patient, however no further details about the intervention was reported) and listed for essure according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the device breakage occurred during implantation. The doctor was able to retrieve it and insert another one. Based on the information received, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as other reportable incident due to the reported device breakage (malfunction) and since no details about intervention was reported. Other non-serious events were reported. According to product technical complaint investigation results, the technical analysis concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received from physician´s office on 06-nov-2014: it was informed that they were not able to find a lot number for essure. Then, there were not sure if the procedure was done by their office. No further information was provided. Company causality comment: this case was upgraded upon receipt of follow-up information. This medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the implantation one of the coils broke. This event, interpreted as device breakage, was considered as serious due to medical importance (assessed injury as event report type by the patient, however no further details about the intervention was reported) and listed for essure according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the device breakage occurred during implantation. The doctor was able to retrieve it and insert another one. Based on the information received, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as other reportable incident due to the reported device breakage (malfunction) and since no details about intervention was reported. Other non-serious events were reported. According to product technical complaint investigation results, the technical analysis concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.